Event description:
The customer reported that the sensor pad is not triggering the alarm. They tested it with other alarms. The customer reported that there was no evidence of it being folded or rolled. There was no patient injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the sensor pad does not sound the alarm. The two bottom corners are coming apart and are partially torn on the pad. Root cause is related to the visible damage to the pad. Posey instructions for use warn against folding or rolling the sensor pad as this may cause the pad not to function normally. (B) (4).